Manufacturer narrative:
The abbott customer support specialist (css) instructed the customer to check the analyzer's message history; the customer found several liquid level sense errors and an obstructed probe message for the r1 probe. The customer stated, the probe was replaced. The css requested the customer calibrate the pipettor. The customer requested the field service rep (fsr) be dispatched to inspect the instrument. The fsr found the 1ml ict syringe clogged. The fsr replaced the syringe and performed verification, which passed successfully. This issue is addressed in the abbott architect system operations manual ((pn 201837-104) june, 2007) in: section 7 operational precautions and limitations of result interpretation and section 10 troubleshooting and diagnostics under observed problems. Also, the clinical chemistry ict na+, k+, ci- package insert (30-3522/r5) provides info to the customer in the section on expected values - reference range. The customer's issue was due to a clogged 1 ml ict syringe. Replacing the syringe was successfully completing the verification resolved the issue and returned the instrument to the correct specification. Subsequent instrument operations and test results were acceptable. There is no impact to patient mgmt reported. This is a final report.

Event description:
The customer states, that erratic sodium patient results are being generated by the architect c8000 analyzer. The customer gave one example of an initial sodium assay result of 117 mmol/l that retested at 143 mmol/l. The initial result was not reported from the lab. Controls have been within specifications. There is no impact to patient mgmt reported. The customer is requesting a service call.